Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with this right atrial lead presented to the emergency room with palpitations, fatigue and nausea. Device interrogation revealed stable lead diagnostics; however numerous atrial tachy response episodes were stored due to over-sensed noise. Additionally, pacing was inhibited for greater than two seconds. It was reported the patient was sinus node dependent. The patient's symptoms coincided with the over-sensed noise. An invasive procedure was performed. Insulation damage was noted on this lead. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.